Event description:
It was reported that a user of the ilet bionic pancreas experienced discordant glucose readings in which a dexcom g7 cgm indicated low glucose while a glucometer indicated high glucose, with the cgm also providing persistent high-glucose alerts; the user reported hyperglycemia above 400 mg/dl that persisted through the night, did not use backup therapy, did not test ketones, and later returned to target range after replacing the cgm sensor and following troubleshooting and education. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included user education, sensor replacement, and follow-up verification that cgm readings aligned and glucose was back in range. Investigation of this case revealed a cgm performance concern characterized by inaccurate readings and failed pairing attribution to a responsible device, with no ilet pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was cgm sensor performance and user-managed correction, with no device failure of the ilet identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.